Manufacturer narrative:
G4: 05mar2020, b4: 10mar2020. A user interface was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was determined to be resistance drift of screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05dec2019. B4: 07feb2020. The service engineer (se) inspected the device. The se replaced the user interface assembly to address the reported issue and the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21nov2019.

Event description:
The customer reported a ventilator with a touch screen failure. No patient involvement / harm.